Manufacturer narrative:
This report is to follow up with medwatch # (B)(4). No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Thorascopic excision of right pulmonary sequestration and primary repair of congenital diaphragmatic hernia - "applied medical trocar #ctr21 inserted without problem but broke when grasper was inserted into it for use. Tip of trocar broke off and had to be retrieved. All broken parts were accounted for; dr. Examined area with laparoscope after incident." Patient status - unknown.

Manufacturer narrative:
The event product was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. Applied medical has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. This report is to follow up with medwatch# (B)(4). In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.